Manufacturer narrative:
(B)(4). D10 - medical product: unk persona bearing catalog # unk lot # unk. Unk persona tibial tray catalog # unk lot # unk. Multiple MDR reports were filled for this event: 0001822565-2024-00060. 0001822565-2024-00062. H6: suggested component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Event description:
It was reported patient is experiencing unknown ongoing chronic problems post implantation on the right knee. The patient alleges to be meeting with a surgeon for further care; however, no further intervention has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: insufficient information available and no findings available is n/a which was reported on initial report. Additional information does not affect the root cause medical records review indicates there is multiple knee aspirations, both knee nerve ablations (pain), hospitalized for infection for 1 week, had to have 28 teeth removed before knee replacement surgery ¿ indicates a dental infection rather than knee infection; therefore, no complaint / category at this time., shoulder surgery due to right knee giving out and falling, right knee revision surgery (B)(6) 2024 - scheduled. This event is for pain and instability and is considered a serious injury as illness or impairment which requires hospitalization, medical intervention and/or surgical intervention has occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Unknown persona bearing 14mm cck item # unk lot # unk. Standard primary patella item # 00587806532 lot # 64227886. Bone cement item # unk lot # e2703z20ca. Bone cement item # unk lot # 005eae2407. Bone cement item # unk lot # f2702z12ca. Stem extension item # unk lot # 64859495. Tibia e item # unk lot # 64804179. Tibial cone xs item # unk lot # 64815920. Stem extension item # unk lot # 64925236. Lateral tibial augment item # unk lot # 64826750. Medial tibial augment item # unk lot # 64817484. Art surface cps 12mm item # unk lot # 64214783. Cancellous bone graft item # unk lot # unk.

Event description:
It was reported patient had nerve ablations in the knee with recurrent pain and instability causing falls three years post implantation. Patient is scheduled a right knee revision surgery, no revision procedure has been reported to date. Patient had multiple knee aspirations and both knee nerve ablations. Attempts to obtain additional information have been made; however, no more is available.